Manufacturer narrative:
According to the facility, the nurse "discovered temp probe on foley catheter was leaking urine onto the chux pad in patient's crib. Temp probe was not connected to monitoring cable and urine was leaking out of the end of the temp probe". The foley was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the nurse "discovered temp probe on foley catheter was leaking urine onto the chux pad in patient's crib.